Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect and low voltage alarms was confirmed via the submitted log files. A review of the submitted controller event log file spanned approximately 3 days ((B)(6) 2025 ¿ (B)(6) 2025 per time stamp). From (B)(6) 2025 at 23:15:37 ¿ (B)(6) 2025 at 08:53:15 while connected to the mobile power unit (mpu), the power cable disconnect alarm intermittently activated due to an invalid rsoc fault associated with the black power cable being outside the expected voltage range. The low voltage alarm was also intermittently active from (B)(6) 2025 at 07:52:23 ¿ (B)(6) 2025 at 06:32:26 while connected to batteries and the mpu due to rsoc voltage fluctuations on the black power cable causing it to be outside the expected voltage range. The alarms were not associated with a power source exchange and cleared shortly after each time. The alarms did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The system controller, serial (B)(6), was not returned for analysis. The provided information stated that there were no concerns for the mpu. Additional information provided stated that the controller was exchanged. The cause of the alarms was not identified, but they resolved with the controller exchange. The controller would not be returned. A root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including power cable disconnect and low voltage alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was getting low voltage alarms at around 13-14 hours instead of more than 18 hours. There were also alarms on the system controller when on the mobile power unit (mpu), 2 mpus had been changed out, the batteries in the mpu had been changed and assessed and there were no concerns with the mpu. Log files were submitted for review due to concern for a system controller issue. The event log captured multiple and random power cable disconnect events and a few low voltage hazard events throughout the log. These occurred on battery and wall power and were not associated with power source changes. The battery clips and connections were checked with no findings. A successful system controller exchange was performed. The system controller exchange resolved the alarms.